Event description:
Clips breaking in half when being loaded.

Manufacturer narrative:
Qn#(B)(4). The customer returned 1 unopened representative sample of 51114v vlock ml clip 6/cart 14/box for investigation. The actual sample was not returned. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the packaging was dented, but there was no damage to the cartridge or clips. Functional inspection was performed on the representative sample. A lab inventory clip applier was used. All 6 clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. None of the clips broke during testing. No functional issues were found with the returned clips. It is possible that improper technique or using damaged appliers could cause the clips to break during loading, but the root cause of this complaint could not be confirmed without the actual sample. Additional testing was not required as a part of this complaint investigation. Per the device history review, lot number 9865 of product 51114v vlock ml clip 6/cart 14/box was manufactured on 22nov2019. A total of (B)(4) pieces were manufactured. DHR investigation did not show issues related to the complaint. A corrective action is not required at this time as there were no issues observed with the representative sample that was returned. The reported complaint of "broken parts - clip - info not provided" could not be confirmed based on the returned sample. One representative sample was returned. The actual sample was not returned. Upon functional inspection, no issues were observed with the returned sample. It is possible that improper technique or using damaged appliers could cause the clips to break during loading, but the root cause of this complaint could not be confirmed without the actual sample. We will continue to monitor and trend on this issue.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related eve.

Event description:
Clips breaking in half when being loaded.